Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into 5 segments. The lead fragments were subjected to analysis. The analysis showed severe explantation damages. The shock coil was found deformed. The conductor coil and the conductor cable to the rv shock coil demonstrated also deformations. These findings indicate a significant ingrowth of the lead in the implanted state. The lead insulation showed multiple abrasion marks. In particular it was found rubbed through in the distal area of the lead. This finding could be considered the root cause of the mentioned oversensing. The characteristics of this damage indicate severe mechanical stress in the implanted state. Based on the extent of the extraction damages it should be considered that the lead was significantly ingrown which may have affected the leads motion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 61 months, oversensing on the ventricular channel was reported. Potential fracture was also noted.